Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was damaged and there was evidence of moisture present. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2017 with the following findings:.evidence of moisture corrosion is observed on the display screen inside the pump. Leak test failed due the base crack leak..the display lens is clear and undamaged. Unable to verify ¿scratched ¿ complaint the pump powers up with auditory and vibration to a blank screen,.pump¿s cover was removed, further moisture corrosion was found to the cgm module, the display screen flex/contact, and to the keypad connector.